Event description:
It was reported that, "the arthroplasty was revised due to pain and instability. The tibial insert was revised. The components were implanted in situ for approx 1.25 y. The pt presented with a ucla score of 3, three months prior to revision surgery and a maximum score of 3."

Manufacturer narrative:
An eval of the device cannot be performed. Devices were retained at (B)(6) research center. Medical records and x-rays were not provided to stryker for review due to (B)(6)restrictions at the reporter's institution. If add'l info becomes available, it will be submitted in a supplemental report.